Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had evidence of high out-of-range right ventricular (rv) lead shock and pace impedance measurements, high out-of-range left ventricular (lv) lead impedance measurements, high threshold measurements resulting in loss of capture (loc) and oversensed noise resulting in pacing inhibition. Attempts to re-create the noise and high impedance measurements in clinic with isometrics were unsuccessful. Surgical intervention was performed and the device and rv lead were explanted and replaced with competitive product. The patient is not pacemaker dependent and there were no adverse patient effects were reported.